Event description:
A malfunction alarm occurred, identified as malfunction code 9. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer in resetting the pump by providing necessary instructions, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.